Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient was not getting readings on their continuous glucose monitor (cgm). The patient was unaware that her blood sugar is already low, and she passed out. The patient was unable to recall how long the sensor error occurred. The patient¿s niece called an ambulance. The paramedics removed the patient¿s sensor and took her bg manually, which was 38 mg/dl. Paramedics injected an IV with "sugar medicine." The patient regained consciousness and declined to go to the hospital. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.